Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. Two pieces approximately 0.184" x 0.693", and 0.105" x 0.347" were found to be broken off. The broken pieces were returned. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the tip of the force bipolar instrument broke off after colliding with another instrument. The fragment fell inside the patient¿s cavity but was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. After the customer used the instrument for a few hours to dissect tissue, the instrument tip broke and the fragment fell inside the patient. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The instrument was not in strong grip mode at the time of event. In addition, the surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The procedure was completed with a backup instrument. The customer indicated that there was no damage noted on the prograsp forceps instrument that collided with the force bipolar instrument.